Event description:
It was reported that there was a right revision because the patient was revised for instability and had a x3 36g 0 degrees liner cemented in the cup which had disassociated from the cement so cement was removed and surgeon cemented a x3 36f 10 degreea liner after removing the old cement...surgeon also removed the v40 metal 36 +5 head and replaced with a metal 36 +10.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown metal v40 36+5 femoral head. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information pertaining to the device referenced in this report (including x-rays and medical records) has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
It was reported that there was a right revision because the patient was revised for instability and had a x3 36g 0 degree liner cemented in the cup which had disassociated from the cement so cement was removed and surgeon cemented a x3 36f 10 degree liner after removing the old cement. Surgeon also removed the v40 metal 36 +5 head and replaced with a metal 36 +10.

Manufacturer narrative:
An event regarding instability involving a x3 36g neutral liner ((B)(4)) was reported. This event relates to instability which is detailed in (B)(4). Based on the provided information, the product reported in this investigation did not contribute to the event and is therefore considered concomitant. No further investigation is required at this time.